Manufacturer narrative:
The report states: litigation papers allege the patient began suffering from discomfort and pain in her hip, and the implant became dislocated. Doi: (B)(6) 2006 - dor: none reported. Patient is resident of (B)(6). Update: the sales representative reported the revision surgery. The patient was revised to address clicking in the hip. A pseudotumor was removed from the proximal femur, alval response in joint tissue noted. The cup was removed with no signs of ingrowth. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right side). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d (B)(6) 2013 ¿ medical records were received. Revision operative report indicates the following: pain; feeling of instability; altr/alval reaction; pseudotumor; milky-type fluid; classic white atypical-type reactive tissue; minimal bony ingrowth. The information received does not change the MDR decision.

Event description:
Litigation papers allege the pt began suffering from discomfort and pain in her hip, and the implant became dislocated.